Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of two 90% stenosed, heavily calcified lesions in the circumflex artery (cfx) via femoral access. The oad was loaded onto the primary-wired viperwire advance coronary guide wire with flex tip and delivered on glideassist to treat the distal lesion first. Two low-speed treatments were performed for approximately twenty seconds which was well tolerated by the patient. To treat the proximal lesion, the oad was retracted on glideassist. The oad guide wire brake was up and the viperwire moved proximally up the vessel. Attempts to deliver the viperwire further distal through the oad were unsuccessful. The oad and the viperwire were removed to rewire the lesion. The tip of the viperwire was found fractured and lodged in a small side branch of the cfx artery. The vessel was rewired with a workhorse guide wire and a drug-eluting stent was placed over the fractured tip to secure it. In the opinion of the physician, it was best not to snare the fractured component to avoid its embolization in the cfx. The physician felt confident the fragment would not cause any adverse effect if it were to remain in the small side branch. There was no allegation against the oad guide wire brake or any oad part malfunctioning. The patient was stable.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).